Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a nail broke that was implanted on (B)(6) 2014 for a femoral trochanteric fracture. A follow-up examination on (B)(6) 2014 with the doctor did not reveal any issues. The nail was found to be broken at the proximal side of the screw by x-ray taken on (B)(6) 2014. The fractured part had gap and telescoping was observed on the proximal bone fragment. Revision surgery was scheduled for (B)(6) 2014. Surgeon¿s comment: excessive stress may have concentrated on the screw hole part during load-bearing this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional common device name hwc. Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.